Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2007, to treat the pt for stress urinary incontinence and other symptoms. It was reported that the pt experienced 'significant mental and physical pain, disability, suffering, has sustained permanent injury, and permanent and substantial physical deformity and other damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.